Event description:
Caller reported an error related to cgm error 42 with g7 sensor. There was no adverse impact to the customer's blood glucose level. Complete pump reset information was provided to the caller, who planned to reset the pump when ready and was advised to follow up if the issue persisted.